Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient had was revised for a periprosthetic fracture.

Manufacturer narrative:
Device was not returned so product evaluation could be conducted. The reported event was confirmed through review of radiographs. There are warnings in the package insert that this type of event can occur and the risks are addressed in associated risk documentation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.